Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 04mar2019 a patient (pt) in (B)(6) called to report pain and swelling in the os in 2018 after inserting an acuvue oasys for astigmatism brand contact lens. The pt went to the eye care provider (ecp) who diagnosed a ¿superficial injury" caused by a contact lens (cls)¿. The pt was instructed to discontinue cls wear for 2 weeks and prescribed 2 eye drops (names of the eye drops were not provided). Pt reported the os is currently fine. A call was placed to the pts treating ecp on 04mar2019 and additional medical information was provided: date of visit: (B)(6) 2018; follow-up visit: (B)(6) 2018; diagnosis: keratitis, conjunctivitis and dry eye; location: peripheral; infection: unknown; the pt was prescribed cravit (levofloxacin) eye drops 6 times daily; bestron (cefmenoxime hydrochloride) and sodium hyaluronate eye drops qid on (B)(6) 2018; pt was advised to use until complete. The pt was not advised to return for an additional visit. The suspect os lens was discarded by the pt. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0036jp was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.